Event description:
The reporter provided the following info on behalf of a person who may have "special needs". The consumer used the patch for four hours on the left side of lower back. When the patch was removed, some skin remained adhered to patch. The area was described as red and burning with a blister. The consumer did not treat area or seek medical attention at the time of the incident.

Manufacturer narrative:
Since this is a disposable single-use device, the patch is unavailable for eval and analysis. Review conducted by MFR yielded no additional complaints or trends to date for this lot number. We will continue to monitor for other similar complaints, compose trend reports and utilize the info for continuous improvement. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices, as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the MFR to enhance product safety and pharmacovigilance.